Event description:
It was reported that the procedure was to treat a lesion in the left external iliac artery with heavy calcification. A 8x29x80 otw omnilink elite peripheral stent system was advanced without resistance and prior to deployment, the non-abbott 6f guide catheter was advanced too far forward for support and came into contact with the stent and the stent dislodged in the left external iliac artery at the arch of the bifurcation. A snare device was used to successfully retrieve the dislodged stent from the patient anatomy. Reportedly, the decision was made not to treat the lesion at this time and will bring back the patient at a later date. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.